Event description:
It has been reported to novartis nutrition that a pt returned to the endoscopy suite because their nuport peg tube was "leaking". Physician found that the internal bolster had become embedded in the gastric mucosa. Peg tube was in place for over two months. Product instructions for this product state excess tension or force on the three leaf clover (internal bolster) during placement or maintenance should be avoided....check peg position daily by noting the external centimeter markings. Make sure the tube moves freely in and out and can be roated. Do not put excess tension on the tube, as this may cause the internal bolster to imbed in the gastric mucosa.